Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that this is not a bsc patient.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.